Event description:
It was reported that the system 9800 could not display images on either monitor. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The display adaptor and backplane boards were replaced. Also, the keyboard was replaced. Internals of the system were blown free of dust. The system was tested and found to be working as intended and placed back into service.